Event description:
The clinician reports that the day the implant was placed in ada 4, failure occurred upon insertion. Details of surgery: primary stability not achieved, sinus perforation and ridge augmentation. Patient presented with bone type iii, fair oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, bleeding and inflammation. No further patient complications were reported.

Event description:
The clinician reports that the day the implant was placed in ada 4, failure occurred upon insertion. Details of surgery: sinus perforation and ridge augmentation. Patient presented with bone type iii, fair oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, bleeding and inflammation. No further patient complications were reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.